Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer's blood glucose was over 1000 mg/dl and customer indicated that the meter reading may be incorrect. Customer contacted their doctor and treated with insulin and blood glucose dropped to 581 mg/dl and then to 118 mg/dl. Customer indicated that they went to the emergency room but will be picked up soon. The customer declined to further troubleshoot as they did not feel well. Customer was advised that someone would call them later to follow up.